Event description:
Based on varian's medical professional review, a pt's treatment plan was for head and neck rapidarc treatment: 70gy in 35 fractions. The delivered plan is slightly worse than the intended plan. However, both plans have a significant risk of blindness (especially to the left eye). Regardless of which plan was used (prescribed or delivered), there is a high likelihood (>50%) that the pt will need to have intervention for cataracts in both eyes. Regardless, there is a high likelihood (>50%) as well that the pt will develop blindness in the left eye due to damage to the left optic nerve and a high likelihood (>50%) of blindness in the left eye due to damage of the left retina. The area that is likely to have a significantly higher (7-20%) probability of blindness from the treated plan is the optic chiasm. If blindness developed (in the left eye), it would be permanent. The right eye has a very high likelihood of developing a cataract but that can be fixed.

Manufacturer narrative:
Actual device involved in the incident was evaluated. Though still under investigation, varian has determined that a MDR is appropriate at this time. This report is being submitted based upon the medical professional review of the allegation of serious injury to the pt. No f/u info about the pt was provided. (B)(4).